Event description:
The patient underwent a diagnostic procedure. The physician inserted the device and achieved good marking, deployed the foot and harvested the sutures. The physician parked the foot but the device could not be removed. Examination under fluoroscopy revealed that the foot was only partially retracted. The patient was taken to surgery for device removal. Surgery was successful and the patient recovered without further incident. Device held by risk management.